Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found that the lead helix was stretched out of specification. The turns to retract the helix were out of specification. Blood was visible on the helix and visual analysis noted that the lead was damaged at implant. (B)(4).

Event description:
It was reported that at the implant procedure, the lead was damaged and the helix would not retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)